Event description:
It was reported that deployment issues occurred. The target lesion was located in the ostium of the saphenous vein graft (svg) to the obtuse marginal (om) artery. An al1 guide catheter was engaged in the ostium of the svg with a non- bsc embolic protection device deployed distal to the lesion. When deploying a 3.50x20mm promus element¿ plus drug-eluting stent, part of the stent was still in the guide catheter during deployment. When the guide disengaged, it pulled the entire system back leaving the partially deployed stent 15 mm in the aorta and 5mm in the ostium of the svg. The physician tried to retrieve the stent back into the guide catheter with the embolic protection device to remove the stent. The physician successfully removed the embolic protection device and wire, but the stent became pinned up against the femoral sheath on the right side. The physician then decided to gain access through the right side and go in with an unspecified 8f sheath and guide to try to retrieve the stent. Several attempts to snare the stent were attempted with the final attempting successfully removing the damaged stent. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).